Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused medication to the patient. The underinfusion was further described as, ¿a slow infusion¿. This was observed during patient infusion. The device was filled with 5-fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction/additional information b5, d10 (omitted on initial). B5: the patient was receiving the infusion via a port-a-cath. Additional information was added to h6 and h10: h10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.